Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had a stroke and was in a car accident and experienced a syncopal event. The patient also reported a fall during therapy after the accident. A few weeks following these events, the system exhibited noise, oversensing, pacing inhibition, loss of capture, elevated thresholds, shock impedance measurements greater than 125 ohms and pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. Additionally, noise, oversensing, pacing inhibition and pacing impedance measurements greater than 2000 ohms were noted on the atrial channel. Pacing impedance measurements greater than 2000 ohms, loss of capture and elevated threshold measurements were also observed on the left ventricular (lv) channel. A revision procedure was performed and the header was found to be broken off the device. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation that the header was detached from the device. X-ray examination was performed. The header wires were verified to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. Laboratory evaluation confirmed the damage was the result of the car accident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.